Event description:
During an initial implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient is stable.